Manufacturer narrative:
H10 customer reports that the screen went blank, and the unit kept operating in the background and then the screen came back on. Customer reports that this was not like a shut down. A remote service engineer (rse) reached out to the customer and upon a follow up, the customer advised that they would troubleshoot and repair the unit. No further information has been provided and the case was closed. H11. G1: contact office information. H6: device problem code.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported the screen went blank and the unit kept operating. There was no patient involvement.